Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. The following additional information was requested: was the user of the device in-serviced on this device? What is the specific location of the burn on the patient? What heat management techniques were used during the procedure? How large was the burn on the patient? Which part of the device was alleged to have burned the patient? May we get a photo of the burn? Was the device in use or resting in the incision when the burn occurred? Describe the attachment technique and the number of torques used to attach the device? Were there any noises heard? Were any generator alert screens received? If generator alert screens were received, what specifically were they? The following additional information was received: no additional information is available.

Event description:
It was reported that during an unknown procedure, the doctor informed us that the metal part of the scissors became so hot that it resulted in a burn to the patient (2nd degree). Also the buttons became hot, so the surgeon also burned himself despite the fact that he was wearing gloves.

Manufacturer narrative:
(B)(4). Additional information was requested and the sales rep reported that no additional information was available. Date device returned to manufacturer is 12/17/2018.

Manufacturer narrative:
(B)(4). Batch #p94c4c. Investigation summary; the device was returned with no apparent damage. When the device was connected to a test handpiece and generator, it did activate. During functional testing, the device was activated for about 1 minute with no abnormal heat observed. The device was disassembled and no heat damage associated with the reported issue was found. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft. During and following activation on tissue, the instrument blade, clamp arm, and the shaft may be hot. Avoid unintended contact with tissue, drapes, and surgical gowns at all times. Additional warnings are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.